Manufacturer narrative:
Device manufacturing date. Electrode belt - 03/2006. Device evaluation summary: device evaluation of electrode belt has been completed. The problem was confirmed. Upon further inspection, electrode belt had pins that were bent inside the connector. The root cause of the bent pins was probably excessive force applied to the connector during mating. The connector was forced into the monitor which defeated the connector keying mechanism and allowed the pins to misalign with the mating sockets. The damaged electrode belt connector was replaced. The electrode belt was retested and then restocked. No adverse event resulted from the bent pins. The patient received a replacement electrode belt.

Event description:
The nurse of a male patient, contacted lifecor customer support to report that the electrode belt had a broken belt connector. Support sent a lifecor patient service representative (psr) an electrode belt to be able to replace the broken electrode belt. The nurse then contacted the psr, to report that they continued to try to connect the electrode belt to the motor and the electrode belt gelled. The nurse stated, that the patient would be monitored on telemetry until the replacement electrode belt arrived. The psr went and exchanged the electrode belt on 10/09/2007.